Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "customer reported that the device showed 'ventilation cancelled' while in use." No health impact or consequences were reported.

Manufacturer narrative:
Additional information: final conclusion: the blower module was identified as defective and was replaced per the service manual. The hamilton-c6 passed all functional and safety tests, including hamilton-c6 software. No further issues detected. The device was returned to clinical use. No other components were replaced. No patient harm reported. Corrected: section h6 imdrf codes were updated/corrected.